Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the returned device and the reported incident of premature activation. There was a relationship found between the returned device and the reported incident of material split, cut, or torn. A visual inspection found debris on the deployment needle. The suture and anchors were returned detached from the device. The suture and anchors were as intended. There were several kinks in the needle overmold assembly. A functional evaluation found the deployment knob functions as expected. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint of premature activation was not confirmed, and the root cause could not be determined due to the condition the device was received. Factor that may have contributed to the reported event include an unintended actuation of the device. The failure of the material split, cut, or torn was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an unintended bend in the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during the surgery the anchor came out from the fast fix without being initiated and both anchors simultaneously deployed from the device and the suture was braided. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.